Manufacturer narrative:
This report is being submitted to relay corrected information. Previously, the event was incorrectly reported as a malfunction only. The event is actually a serious injury, as the loosened screw caused the tissue to grow over the implant and the tissue then having to be surgically removed.

Event description:
It was reported that there was overgrown tissue due to the loosened screw.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: d9: device availability was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation was added: 4109 and 4111. H6: investigation findings was added: 213. H6: investigation conclusions was added: 4310. H10: narrative/data was updated. The product was returned. The reported event could not be verified as the exact details of event were nonverifiable. Based on the evaluation, device malfunction has occurred. There is no existing non-conformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review could not be performed since the lot number associated to the item was not provided. A complaint history review by item number was conducted for the iuniht dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Functional testing could not be performed due to the nature of the device and event. Therefore, the reported event could not be recreated. The complaint is related to the functional performance of the device. A definitive root cause could not be determined. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It is reported that the patient presented in (B)(6) 2021 with the dental screw loose. Clinician tightened the screw. The restoration was originally made in (B)(6) 2021.